Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomalies were found.

Event description:
It was reported that no signal was seen on the ventricular channel. After repositioning several times the helix would not retract or extend. The physician used a different lead.